Event description:
It was reported that during an interrogation the programmer locked up with an error message. Recycling power did not resolve the issue. The programmer was sent in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Device powered up with a hard drive error. Hard drive found out of electrical specification.